Manufacturer narrative:
Please refer to the investigation report. Please refer to the document canadianhm_serialnumberlist.pdf for device serial numbers affected by this event.

Event description:
Reportedly, (B)(4) smartview pstn home monitors do not communicate anymore with the back office.